Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased calcium result when processing on the architect c4000. The initial result was 5.31 and retest result was 9.07 mg/dl. The customer uses a normal range of 8.4-10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect (B)(4) and determined the bellows required replacement and rebuilt the sample syringe because bubbles were observed. Replacement of the bellows set and the sample syringe resolved the issue and were identified as the likely cause. An investigation was performed by reviewing the complaint text, tracking and trending, historical data, and product labeling. No systemic issues or adverse trends for the issue associated with this ticket were identified. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or nonconformance associated with the bellows set, part number 2-89055-02 and the syringe, sample, part number 2-89399-02. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.